Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced low telemetry battery voltage. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced low telemetry battery voltage. It was further reported that the device was suspected of premature battery depletion and was explanted and replaced. No patient complications have been reported as a result of this event.